Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: performance data collected from the device was received and analyzed. Alerts: - patient alert for lead failure predictor on (B)(6) 2013. Sensing/oversensing: ventricular short interval count v-short interval counts (sic)=12137 counts, in 381.21 days, between (B)(6) 2013. Fourteen-ventricular fibrillation (vf)<(><<)>=210 ms average v-cycle between (B)(6) 2013. 2 -vf<(><<)>=180 ms average v-cycle on (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Alerts: 1 - patient alert for lead failure predictor on (B)(4) 2013. Sensing/oversensing: ventricular short interval count v-short interval counts (sic)=12137 counts, in 381.21 days, between (B)(4) 2013 and (B)(4) 2013. 14-ventricular fibrillation (vf)<(><<)>=210 ms average v-cycle between (B)(4) 2013 and (B)(4) 2013. 2 -vf<(><<)>=180 ms average v-cycle on (B)(4) 2013 and (B)(4) 2013. The partial lead was returned in segments and analyzed. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Event description:
It was reported that the patient received inappropriate shocks due to noise oversensing, and the right ventricular (rv) lead exhibited an apparent fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate shocks due to noise oversensing, and the right ventricular (rv) lead exhibited an apparent fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.